Event description:
It was reported that after pre-test of v-grip, web was deployed but the implant was not detached. Two webs had same issue. The procedure was complete with balloon assist coiling. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that after pre-test of v-grip, web was deployed but the implant was not detached. Two webs had same issue. The procedure was complete with balloon assist coiling. The patient was reported to be in stable condition.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher), introducer and dispenser hoop. Items not returned for evaluation: implant and controller. The visual analysis of the returned items found the implant to be separated from delivery system; the implant was not returned. The heater coil section of the delivery system was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil also showed signs of controller activation as indicated by the melted tether and pet. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the damaged heater coil windings. The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil tether and pet were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure.